Event description:
2003 caller reported testing the patient on freestyle and receiving a reading of 377 mg/dl. The caller immediately administered 0.45 units of short acting insulin to the patient. Three minutes after the first reading, the customer tested getting a result of 294 mg/dl. The customer's family member tested again getting a result of 321 mg/dl. These tests were reported to have all been taken within a few minutes of each other. A replacement meter was sent to the customer. No adverse event was reported as a result of these readings.